Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal follow-up, noise was observed in an segm. Programming changes were made. The patient will continue to be monitored.